Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon stated that lens did not correct all the astigmatism as expected. In a follow-up, the technician reported that the event has resolved and each time the patient has come in, his vision gets better. He also reported that no surgical intervention was required. Additional has bee requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 07/15/2011, 07/18/2011 and 08/05/2011 by phone, fax, and mail. Additional information was received on 08/05/2011 by phone. A completed questionnaire has not been received. (B)(4).